Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the station was stuck on a blue screen. The malfunction occurred when the user was trying to issue medication to a patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue screen. A technical support specialist dialed into the station icwk-inf to confirm the blue screen issue,deployed the rss component manager 10000403209-00 rss agent 4.10 med and pas package (build 16), which was successfully applied. The tss then logged in as cfn admin, set auto logon for cfnapp, and restarted the station to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.